Event description:
It was reported that during the implant procedure, due to obesity patient implanted device 4-5 below the intended site of implantation. The space provided in the procedure gave too low signal. Completion of the procedure would not be possible without the use of x-ray, in order to illustrate the outline of a heart. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).